Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the device was not working properly, since it cannot cut the tissue. The procedure was not completed, and it was finished until the next day after the console was checked. The patient was under general anesthesia, however, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the morcellator tube needed a position change to work properly. After the changed the position, the issue was resolved. The malfunction found, could affected the performance results of the console, leading to the event reported, therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the device was not working properly, since it cannot cut the tissue. The procedure was not completed, and it was finished until the next day after the console was checked. The patient was under general anesthesia, however, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.